Event description:
He customer contacted stryker to report that their device's keypad were not functioning. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed not all keys would function. Keypad replaced to resolve issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.